Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation requiring medical intervention cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 75-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On (B)(6) 2026, novocure received a medical record dated (B)(6) 2025, indicating that the patient had experienced pruritus related to optune gio therapy and was prescribed hydroxyzine 10mg. Multiple attempts were made to contact the prescribing physician; however, no response was received.